Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened escape and act button dome switches. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 140 mg/dl. The customer stated that the up button appeared to be stuck in the down position prior to the alarm occurring. Advised replacement of the insulin pump. Nothing further reported.